Manufacturer narrative:
Failure analysis replicated and confirmed the reported complaint. The unit was placed on the in house system and passed; no errors were triggered. The unit was then placed on system for fitness testing and a 1 hour sine cycle. ¿missing nodes¿ errors were confirmed and replicated. Fitness testing could not be completed because the unit failed at home manip. Due to these errors, the unit was transferred to engineering for further investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that a non-recoverable fault occurred during a procedure. Before contacting support, the customer power cycled the system, which restarted without errors. The caller was uncertain about the error code, and the system was not connected to onsite. The caller mentioned that a field service engineer was on the way to the site. The technical support engineer intended to request pop-up logs, but the caller had to leave the call. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the customer swapped consoles to complete the procedure robotically. There was no harm or injury to the patient.